Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated occlusion alarms on an ilet using a contact detach infusion set with 23-inch tubing, associated with a blood glucose of 261 mg/dl, and the event resolved after a full supply change per troubleshooting guidance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery with user-performed corrective actions without hospitalization. Investigation included customer care complaint review and user education on performing a full supply change to address occlusion alerts. Investigation of this case revealed an insulin flow obstruction at the infusion set or tubing consistent with an occlusion alarm condition, which resolved after replacement of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was infusion set or tubing-related occlusion.